Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). A promus element 3.5x32mm stent was deployed. A second promus 4x32mm stent was advanced, however, it failed to cross the lesion and became stuck in the mid rca. While attempting to remove the stent delivery system, the stent dislodged in calcified plaque. After several attempts to remove the dislodged stent, the physician elected to secure the dislodged against the vessel wall with additional stents. After stents placement, an ivus was performed. The patient remained stable and no complication has been reported.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).